Manufacturer narrative:
The probe has not been received for evaluation. Two lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that the vitrector tip broke off while in use during a vitrectomy. The procedure was completed with no harm to the patient. Additional information has been requested.